Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump keeps beeping with word medtronic on it. Customer received no delivery alarm and asked for rewind the insulin pump and it stop working. Customer reported no response from any button. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged no delivery, keypad unresponsive/button error alarm, and blank display alarm found on july 20, 2022. The device passed the [displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test], and p-cap locks properly into the reservoir compartment. No, no delivery alarms noted during testing. Successfully downloaded history files and traces using thus. The j1 connector on electrical board was locked properly during visual inspection. No, no delivery alarm was not found in the history files or traces on event date of july 20, 2022. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or was found in the history files or traces on event date of july 20, 2022. Device was cut open to perform visual inspection and found moisture damage on the electrical board, motor, or force sensor. Device passed the keypad voltage test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case, battery tube threads - cracked, label damage, corroded battery tube, and cracked reservoir tube lip. No delivery alarm was not confirmed during testing. Keypad unresponsive/button error alarm not confirmed. Exposed to moisture damage on the electrical board motor, or force sensor. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.